Manufacturer narrative:
(B)(4).

Event description:
Rec'd info, the pt experienced a loss of efficacy over a period of months. Non-invasive troubleshooting was tried but was unsuccessful. During this process, it was confirmed, the lead was electrically broken. Mechanically there was no indication of a break. The lead was explanted, this could only be done by cutting the lead, and replaced with a new lead. This was successful in re-establishing therapy efficacy for the pt w/o the unexpected surgery induced side effects. Pt was reported to have suffered no injury.